Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that the introducer needles of her last two infusion sets were bent when she removed them from the package. She stated they were bent "1/8th of an inch" "enough for me to not want to insert it." She stated these were the last two infusion sets she had and she used them which caused her stomach to become very red, swollen, and sore. This did not affect the patient's blood glucose. The patient did not report assistance by a healthcare professional or second party to address the issue. The patient disposed of the introducer needles, therefore, no product will be returned for evaluation.